Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. The reporter considered hysterectomy to be related to essure. The reporter commented: patient's age was (B)(6) when she got hysterectomy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyshidrotic eczema ("dishdrotic eczema") with pruritus. The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and dyshidrotic eczema outcome was unknown. The reporter considered dyshidrotic eczema and medical device removal to be related to essure. The reporter commented: patient's age was 28 when she got hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: added the new event "dyshidrotic eczema" with symptom of itchy. Previously reported event "hysterectomy" was recoded to 'medical device removal'. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyshidrotic eczema ("dyshidrotic eczema") with pruritus. The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and dyshidrotic eczema outcome was unknown. The reporter considered dyshidrotic eczema and medical device removal to be related to essure. The reporter commented: patient's age was 28 when she got hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.